Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of noise and the presence of low amplitude morphology measurements. The shock impedance values were high, however no measurements were observed to be out of range. Additional information provided from the field indicated defibrillation threshold testing was performed to test the integrity of the system and a shock was successfully delivered. The s-ICD remains in service and there were no additional adverse patient effects reported.